Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a flexiva 200 tractip laser fiber was used during a bilateral ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noted to be cracked 1cm from the tip. The aiming beam was seen at the break and at the tip. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Evaluation codes problem code 1069 captures the reportable event of  fiber broke. Investigation results; a flexiva 200 tractip laser fiber was returned broken into three pieces. The first piece measured approximately 157.9 cm from the top of the connector to the break. The second piece measured approximately 15.3 cm from the break to the break and includes a kink. The third piece measured approximately 136.3 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a bilateral ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noted to be cracked 1cm from the tip. The aiming beam was seen at the break and at the tip. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.